Manufacturer narrative:
The suspect device has returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angioplasty procedure, the catheter tip detached within the patient's artery. The physician had acquired retrograde vascular access, and during catheter manipulations within the common femoral artery the 4f catheter tip detached within the patient. The physician noted that the patient's artery was heavily calcified and diseased. The physician used a balloon catheter to successfully capture the detached catheter tip and removed it from the patient with no additional consequences.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is undetermined, however, excessive force applied to the device during use is suspected. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.